Event description:
On (B)(6) 2011: customer reports that during a cystoscopy procedure on a female patient fluoro failed. The staff moved the patient to another room and completed the procedure with a portable fluoro c-arm. No patient injury to report.

Manufacturer narrative:
Field service engineer (fse) investigated and found corrosion on the image intensifier (i.I.) Transducer amp circuit. Fse replaced the i.I. Transducer amp pcb per hydradjust dr service manual and checked for proper operation per minor section of hut service checklist. The unit passed service checkout procedures and was returned to full service.